Event description:
Device 2 of 2. Reference MFR. Report: 1627487-2013-21336. The patient received two scs leads with the same lot number. The patient reported that her original ipg was explanted on (B)(6) 2010. The patient never felt the stimulation was 'right.' The patient reported that she started to experience pain at the ipg site (exact time unknown) and stopped feeling stimulation. The patient stated her incision never healed, and according to her husband, the leads had pulled out of the header and had eroded through the skin. As a result, the patient underwent surgical intervention on (B)(6) 2010 to have the scs system explanted and replaced.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.